Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the jeti saline drive unit (sdu) was not functioning properly as the highest negative pressure was 25. No additional information was provided.

Manufacturer narrative:
Analysis will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d9- device available for evaluation updated from ¿no¿ to ¿yes¿ h6- type of investigation code 4114 was removed and code 10 testing of actual/suspected device was added.

Manufacturer narrative:
Analysis will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - date of event updated h6 - medical device problem code 1490 removed.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. It was reported that the jeti was used to treat a clot. The procedure was completed using the jeti sdu and a ekos catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.